Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed loose particulate matter on the inside wall of the inner pouch. Microscopic inspection revealed that the particulate matter was a hair. The reported particulate matter condition was verified; however, the size of the pm was found to be within specification for this product. The sample was found to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. This was noted during incoming inspection by the distributor. There was no patient involvement. No additional information is available.